Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary angiography procedure was performed when the issue happened, and the procedure was completed as by transferred the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed system unable to perform exposure after image artifacts occurred. After reviewing log file, fse confirmed that the detector and fiber optic cable need to be replaced. Fse replaced the detector and fiber optic cable. After the replacement, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure after image artifacts occurred. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the detector and fiber cable. The device was returned to expected functionality.